Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain on both side of her back. It was noted the lead had migrated and the pain was getting worst. The patient underwent a lead explant procedure and the pain was resolved.